Manufacturer narrative:
Bci customer technical support (cts) had the customer tighten the modular chemistry transducer fitting. No further leaking was reported by the customer. Service was not requested. The issue was resolved through troubleshooting by the customer.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer reported obstruction errors and that modular chemistry probe was dripping. No injury was reported and there was no effect to patient or user.